Manufacturer narrative:
System logs are not available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient with significant comorbidities including copd with chronic hypoxic respiratory failure on chronic oxygen, coronary artery disease with prior mi post stent, chf, atrial flutter and b-cell lymphoma underwent an ion lung biopsy. During transport to the procedure suite oxygen desaturation was noted. During induction with anesthesia hypotension, bradycardia, and oxygen desaturation was noted with continued deterioration despite attempts to stabilize by anesthesia during the registration process which was aborted prior to navigation. No biopsies were performed. The patient ultimately further decompensated into cardiac arrest and died despite resuscitative efforts for 15 minutes including acls. Based on the available data the events were procedure/anesthesia related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%). Another prospective multicenter international study of 1,215 reported 1 associated death (0.08%). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient went into cardiac arrest and expired. While being transported to the procedure room, the patient experienced oxygen desaturation. Upon induction of anesthesia, the patient decompensated, exhibiting low heart rate, hypotension, and further oxygen desaturation. The anesthesiologist attempted to stabilize the patient while the physician initiated ion registration; however, the patient went into cardiac arrest and the procedure was aborted. The ion biopsy had not started at this point. Advanced cardiac life support (acls) protocol was administered but the patient expired. The physician stated that the cardiac arrest and the patient's outcome were not related to the ion system, but rather to the patient's significant underlying comorbidities, potentially exacerbated by anesthesia, and that a similar outcome might have occurred with another procedure modality. There was no device malfunction associated with the event.